Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. The device had been previously serviced by olympus therefore a service history review will replace DHR (device history record) review. A review of the previous service performed showed no abnormalities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned asset device was evaluated. Inspection found broken sprk board (r14) with multiple minor scratches observed on the housing. The broken sprk board needs to be replaced. Review of fault log found no error. Based on evaluation findings, the reported issue was identified to be due to a faulty spkrf board. The root cause of the faulty unit was due to electronic component failure. This report will be supplemented accordingly following investigations.

Event description:
During an asset return inspection the device was found with broken sprf board (r14). There was no patient involvement, no user injury reported due to the event.